Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the blackout occurred due to a defect in the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit screen turns black. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective main board. In addition, the flow adjustment button failed to work. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.